Event description:
The company was recently informed that the patient was in a cycling accident in 2008, and got hit at the implant site. The patient reportedly experienced increasing frequency of intermittencies and sound issues. External equipment was exchanged. This did not resolve the issue. Troubleshooting revealed intermittencies. Surgery to explant the patient's device has been scheduled.